Event description:
It was reported following a diagnostic cerebral angiogram a 6f angio-seal vip was deployed. The physician reported a normal deployment but hemostasis was not achieved and manual compression was applied for 5 minutes to achieve hemostasis. The patient developed leg pain and was hospitalized overnight. An angiographic procedure was performed the next day revealing thrombus at the level of the popliteal artery. This was successfully angioplastied and the patient was hospitalized overnight. The patient was discharged the next day and reported to be doing fine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.